Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. The upper housing is damaged due to an external force. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analyzed. Because no day of occurrence was mentioned in the cc-notification, the last possible history was analyzed. The last possible therapy was on the (B)(6) 2021. The tci-therapy with the drug propophol was chosen. The patient data and the vtbi (30ml) were set. The infusion started with a target value of 6 mcg/ml at 15:58 pm. The value was changed at 16:04 pm to 8 mcg/ml. The infusion stopped because the vtbi that was set was done (30ml) at 16:14 pm. No errors, malfunctions or anomalies could be found in the history files. 1.4 the downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. 1.5 a delivery accuracy measurement was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,08%. 1.6 to investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. 2. Judgement: 2.1 the complaint could not be confirmed. Bad/wrong input/handling cannot be excluded. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "during anesthesia, it was observed that the device did not infuse correctly to the patient (therefore, the patient was awake during anesthesia.) Device reaches the volume limit and needs to be increased because there is still medicine left. Thus, the patient received less medication than the machine reported. The difference was about one-third less than what the patient had been dosed. In addition, the machine's annual maintenance has not been performed!"